Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. A replacement loudspeaker assembly was shipped to the customer to repair the device and resolve their issue.

Event description:
It was reported the speaker is not working. The device was not in use on a patient at the time of event, there was no patient involvement.